Manufacturer narrative:
(B)(4).

Event description:
An article was received providing a case study of a (B)(6) woman who was originally implanted with vns in 2004 and had a replacement in 2012. The patient underwent implantation of a linq rhythm recorder for suspicion of cardiac syncope. The article reports bradycardia and asystolic episodes causing syncopal events thought to be caused by vagal nerve stimulation. The patient also reports a change in seizure pattern and increase in seizures in the last 2 years. Additional relevant information has not been received to-date.

Manufacturer narrative:
Attachments, corrected data: the article was inadvertently not attached in the initial report.

Manufacturer narrative:
Brand name, corrected data: the brand name of the device was inadvertently provided incorrectly in the initial report. Brand name, corrected data: the brand name of the device was inadvertently provided incorrectly in the initial report.